Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was not receiving enough stimulation coverage in her back. Consequently, surgical intervention was taken and the patient's scs lead was repositioned. The issue has reportedly been resolved.